Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the ultrasonic level sensor cable was torn / separated from the sensor end of the assembly. Since the event occurred during preventative maintenance, there was no patient involvement.